Event description:
It was learned from the customer that a stentless heart valve was explanted by bentall surgery after an implant duration of approximately 4 years (48.30 months) most likely due to an aneurysm or the aortic dissection above the right coronary artery ostium on (B)(6) 2013. The patient condition was reported a "well" as of (B)(6) 2013. Only the leaflets of the stentless valve were resected and it was learned they were discarded at the hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device cannot be returned because only the leaflets were resected and the leaflets were discarded at the hospital. No patient information has been provided. No echo is available because none were recorded. The leaflets were described as "fused" which strongly suggests there was stenosis present in the leaflet tissue. Stenosis can be due to many factors. Depending on the implant duration, two causes include calcification and/or host tissue overgrowth. In this case, the surgeon was not specific in his description of the leaflets or reason for explant other than saying that the leaflets were "fused". Therefore, without confirmation from the health care provider or return of the leaflets for evaluation, we are unable to determine root cause for this event.

Manufacturer narrative:
Customer report of fused leaflets could not be confirmed. Minimal calcification was also visible on the x-ray. Minimal to moderate host tissue was also observed on the external surface of the valve. Multiple tissue tears were observed on the side of the valve. One leaflet also appeared cut (area approx 7mm x 7mm), due to the clean edges of the leaflet. One tear also appeared to go pass the trim guide. Method: x-ray. The device was not returned in total. The leaflets were not returned. Evaluation was conducted on the remaining tissue and structure of the returned valve. Due to the condition of the device upon return, we were unable to conclusively determine root cause for explant of this device. We were able to determine that there was calcification but unable to determine to what extent.